Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical narrative: an imeplla 5.5 was inserted via the axillary artery graft to support the 60-year-old male patient who had been admitted in with cardiomyopathy and a history of known coronary artery disease. The pump was supporting when on day 12 there was a new acute myocardial infarction diagnosed. The right coronary artery territory suffered from a st-elevation myocardial infarct that prompted intervention and cannulation for extra corporeal membrane oxygenation (ECMO). The patient survived the event and had the support weaned and explanted after day 16.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in e4. Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.